Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174644f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174644f met all release criteria prior to product release. There are no similar reports for this lot. Add'l info was requested by mail on 06/11/2010 and by phone on 06/25/2010 and 07/01/2010. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "bad reaction" (reaction); "infection" (infection); "ulcer like area" (ulcer); "edema" (edema). Product problem(s): "no information" (no information). An optometrist initial reported a pt had a bad reaction (infection) to this particular bottle of product. A follow-up call was made to the optometrist on (B)(6)2010 and his staff reported that the pt was being treated with antibiotic drops and artificial tears for infection, edema, and an ulcer-like area. Add'l info has been requested.